Manufacturer narrative:
Complaint number (B)(4).

Event description:
This report from the united states was reported by a healthcare professional via company representative on (B)(6) 2025 and concerns an adult female patient who experienced two lumps coincident with evolysse smooth. On (B)(6) 2025, the injector administered 1 cubic centimeters of smooth in the patient's lips resulting in two lumps beginning on (B)(6) 2025. At the time of the report, the outcome of the lumps was unknown. Database reference number: (B)(4).